Event description:
A health care professional reported that, with a description of the handpiece scratched the perimeter of the lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of handpiece scratched the lens; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in january 2022. The root cause for the customer complaint issue cannot be determined. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).